Manufacturer narrative:
(B)(4). The affected product has been rec'd and the eval is pending. A f/u report will be submitted once the eval is completed.

Event description:
The customer reported the tubing came apart at the drip chamber. The pt was critically ill and undergoing a sterile procedure when the tubing came apart. An insulin drip was infusing at the time. No further pt/event info is currently available. There was no pt harm or medical intervention.